Event description:
On 27th november 2023, it was reported by sales rep. Via email that for an ar-1588btb-ib, tightrope® ii btb, reconstruction with internalbrace¿ ligament augmentation repair, the nitinol wire broke on the ar-1588btb-ib while passing the suture through the splice. The surgeon had used the card as per the surgical technique but the wire at the number "3" position on the card snapped as the blue tab was pulled. This was detected on (B)(6) 2023 during use in a btb acl procedure. The procedure was completed successfully by opening a second item.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.